Event description:
It was reported that the patient was experiencing uncomfortable swelling around the ipg site, and thus had difficulty charging ipg and connecting the remote control to ipg. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg was not returned per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.